Manufacturer narrative:
Product analysis: ¿ as found condition: the pipeline flex shield embolization device and phenom 27 catheter were returned for analysis within a shipping box; within a plastic bio-pouch; within an opened pipeline flex shield outer carton and inner pouch; and within dispenser coils. The pipeline flex shield pushwire was returned outside the phenom 27 catheter. ¿ damage location details: no bend was observed on the pushwire. The distal hypotube was found to be intact with no signs of elongation. The shrink tubing was found intact but pulled back from the proximal bumper. The distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. No defects were found with the tip coil, distal marker, re-sheathing marker, re-sheathing pad or with the proximal bumper. The distal and proximal end of the pipeline flex shield braid appeared to be fully opened and moderately frayed. In addition, the middle of the pipeline flex shield braid was found to be fully opened and no damage. No flash or voids molded were observed in the hub. No damage was found with hub. The catheter body was found to be kinked at ~16.0cm and ~38.5cm from the hub. The phenom 27 catheter tip and marker were examined; and no damages were found. No other anomalies were observed. ¿ testing/analysis: the phenom 27 total and usable length were measured to be within specifications. The catheter was flushed with water and water exited out from the distal tip. An in-house mandrel was inserted into the phenom 27 micro catheter hub and catheter lumen without issues however, resistance was observed at the damaged locations. ¿ conclusion: based on the returned device, the pipeline flex shield was not confirmed to have failure to open at the middle section as the pipeline flex shield braid appeared fully opened and no damage. However, the root cause could not be determined. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the device was recaptured on two occasions without being possible to optimally open the device. The medial portion of the pipeline didn¿t open. The opening of the superior division of the right middle cerebral artery was started in a straight segment, but the device did not open before reaching the bifurcation of said artery.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that a ped2 pipeline failed to open. At the moment of positioning a 2.75x16 pipeline, at the beginning of its deployment it did not open optimally. More than half of the device was released. Multiple known maneuvers were carried out without being able to open the device, for which they decide to withdraw it and use a newone which opens and is positioned from the beginning. Satisfactory angiographic results were obtained and the patient was awake and maintained without any neurological deficit. All the devices are properly prepared. The devices were prepared as indicated in the instructions for use (IFU). Patient with aneurysm in the right middle cerebral artery, scheduled for endovascular therapy with pipeline flow diverter. The patient was being treated for an unruptured, saccular aneurysm in the right middle cerebral artery. The max diameter was 4.6mm and the neck diameter was 4.0mm. The distal landing zone was 2.72mm and the proximal landing zone was 2.68mm. Vessel tortuosity was minimal. Satisfactory angiographic results were obtained and the patient was awake and maintained without any neurological deficit. Medical or surgical intervention was required to remove the pipeline and use another. No patient injury or complications were reported.  Ancillary devices: neuron max - 088 sheath, phenom plus guide catheter, traxcess guidewire.